Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood. This is report 4 of 5. The following information was provided by the initial reporter. The customer stated: "we are experiencing under filling."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood. This is report 4 of 5. The following information was provided by the initial reporter. The customer stated: "we are experiencing under filling."

Manufacturer narrative:
H.6. Investigation: no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retentions were visually inspected with no issues being identified. Additionally, functional testing was performed at the manufacturing site on 10 retention tubes and the customer's indicated failure modes for draw volume and stopper function was not observed as all tubes were within specification limits. No stopper creepout, stopper pop off, or underfill was seen in the retention testing. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned, and the failure mode could not be duplicated in the retention samples. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.